Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.

Event description:
It is reported that the device was explanted in 2008. The device was implanted seven years ago. Pt was revised due to pain and had bone and soft tissue cysts.